Manufacturer narrative:
E3 - initial reporter occupation unknown. One device was returned for evaluation. Visual inspection of the device shows faded and worn line cord, pole clamp discolored, water tank has a small crack on bottom, pcb is missing leds and the speaker does not work, heater not working (found during testing), front cover has multiple nicks and scratches, main block leaking. Functional testing was also performed. The customer's problem was confirmed. The root cause was the printed circuit board. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when pressing the test button not alarming. There was no patient involvement, and no patient harm/adverse event reported.